Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips deployed from the clip applier were twisted on the duct, none of the clips closed correctly. One clip even slipped off the duct. Another device was used to complete the procedure. There were no adverse consequences for the patient. The customer disposed of the device.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.